Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the catheter broke in half while slitting. Scissors were used to cut the remaining portion of the catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The mechanical operation of the catheter slitting showed a spiral slit. The mechanical operation of the catheter was damaged. Visual analysis of the catheter indicated damage during use. If information is provided in the future, a supplemental report will be issued.